Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller indicated the ins wasn't working. They further said it seemed to be true because they had to foley catheterize the patient. Caller wanted to see if a manufacture representative (rep) could come by and interrogate the device. An increase in symptoms was also reported. No further patient complications have been reported as a result of this event.